Manufacturer narrative:
(B) (4) - lens broke in injector. (B) (4).

Event description:
The reporter stated the surgeon attempted to insert an aq2010v silicone three piece lens and the lens broke in the injector. There was no pt contact.